Event description:
The patient alleges to have experienced an allergic reaction and unspecified infection of the eye while using the device. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown patient outcome. No lenses received for evaluation, it is unknown if the device caused or contributed to the patient's condition. Medical information received after the date of this justification will be assessed to determine if further action is required.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Patient provided information for three separate devices, it is unconfirmed which or if all devices were involved in the incident. Incident reports being submitted for all potentially involved devices, see related incident reports 9614392-2021-00030 and cc 9614392-2021-00031.